Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited varying high threshold measurements and evidence of noise. An x-ray confirmed that the lead had not dislodged. Boston scientific technical services (ts) noted that the only logical explanation for the clinical observations was lead instability in the vein resulting in a micro-dislodgement. As of today, the lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Continuity testing and x-ray revealed coils and cables fractured in the area of spiral fixation. As a result, analysis confirmed the clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this lv lead exhibited high out-of-range impedances, high thresholds and loss of capture (loc). Surgical intervention was performed and the lead was explanted. Visual inspection following explant found a fracture near the e4 electrode. No additional adverse patient effects were reported.